Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that "the owner's booklet was not easy to understand". There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because issues with literature could mislead the user or lead the user to follow incorrect instructions on product use.